Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 1200 mg/dl. Reportedly, the customer was using admelog within their pump supplies. Additionally, customer's continuous glucose monitor was unavailable due to a non-tandem sensor issue. Measures taken to address the issue were unclear. Customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin resolving the issue with no permanent damage. Tandem technical support advised the customer against using off-label insulin. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem¿s user guide: only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.